Event description:
It was reported that an ilet insulin pump being worn on a waistband sustained a shattered display screen during housework, after which the user removed the device and switched to a prior pump; the device continued to function but was no longer watertight and was replaced. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included the user's temporary transition to backup therapy and continuation of cgm use with the dexcom app or receiver. Investigation included review of user-provided details and coordination of device replacement and return. Investigation of this device revealed damage to the display assembly consistent with external impact while the device was in use, with no reported alerts or alarms and no effect on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to inadvertent impact during normal activities.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.